Event description:
It was reported that the patient's right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes and pacing inhibition. The ra lead was capped and replaced with alternate ra lead on (B)(6) 2023. The patient was stable.